Event description:
During a transapical tavr procedure, severe mitral regurgitation (mr) was observed and later determined to be due to a mitral leaflet injury. During a transapical tavr, a bav catheter was advanced to the native aortic valve without resistance. The echocardiologist stated that there was an increase of mr from the edge of the mitral valve. Following bav, the catheter was removed but the mr continued to increase. The proctor present advised re-inserting the j-wire and the stiff wire was exchanged; the mr did not decrease. The wire was inserted and passed through the native aortic valve very smoothly, which was confirmed on echo. The echocardiologist checked the short axis view of the mitral valve and graded the mr as severe. A 23mm sapien xt was subsequently implanted with mild paravalvular leak (pvl) observed and the procedure was completed. A post procedure echo showed the posterior commissure prolapsed, which was suspected to be a chordae tendineae rupture. The patient had a horizontal aorta, and a severe septal bulge. Pre-procedural mr was trivial. The patient was monitored with inotropic support under mechanical ventilation during the night. However, heart failure was observed with oliguria, hypotension, and pulmonary congestion in the morning. The team decided to perform a mitral valve repair the next day. The operative finding of the mitral valve surgery was very informative. No injury to the chordae tendineae was noted; however a detachment of an 8x8 mm fragment of posterior leaflet (p3 portion) connecting with several chordae tendineae was found. A reattachment of the fragment and plasty of annulus with a mitral band was successfully performed. After the surgery, the patient was still under mechanical ventilation but in a good condition with minimal inotropic support.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. With regards to left ventricular access, the procedure training manual instructs the operator to confirm with tee that the guidewire is free of mitral valve apparatus before proceeding with ascendra sheath insertion. It further states that an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus. If entanglement is suspected, the guidewire should be pulled back to lv; change direction of wire; reinsert guidewire, checking again for wire entanglement. In extreme cases, puncture may need to be relocated. In some instances, mitral valve entanglement may not be observed until after the ascendra balloon catheter is tracked. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including poor coaxial alignment of the sheath, and heavy calcification of the native annulus. The training manual also notes that resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. In this case, the exact cause of the mitral leaflet injury is unknown. However as it reported it was difficult to determine if the guidewire was entangled in the mitral apparatus. Following advancement of the bav catheter, the mitral regurgitation was noted; thus, it is likely the injury occurred during the advancement of the bav catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.